Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
"The patient reported the dentist advised to stop using the aligners due to bilateral posterior crossbite, an open bite, delay of crown treatment to #14 tooth resulting in additional damage to the adjacent tooth and potentially not addressing the patient's initial rotation of teeth #7 and 10. The patient also noted pain level of 3, sensitivity, discomfort and unspecified chipped tooth. Patient initials: (B)(6) patient dob: (B)(6) 1991".

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.